Event description:
Customer reported via phone, the insulin pump had alarmed button error and she was unable to clear it. Customer doesn't recall blood glucose level at the time of event. Customer had the insulin pump in the same pocked she had her cell phone and the buttons could have been pressed. Customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.